Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 486 mg/dl and ketone level was large. Customer was taken to the emergency room (ER) and treated with intravenous fluids. Ketone level was considered as being dangerous by a healthcare provider. After 3 hours, customer was "cleared from emergency room". Bg was in the 200 mg/dl range. Cause of elevated bg was not known. Pump system check was performed with tandem technical support and no device issues were identified. Customer reverted to using manual injections for insulin therapy.